Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Tthis device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/ short interval counts (sic). Analyst commented, beginning (B)(6) 2015, ventricular sensing integrity counts up to 85; ventricular tachycardia non sustained (vtns) episodes with evidence of lead noise oversensing. Analysis of the device memory indicated the right ventricular lead integrity alert, the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analyst commented, on approximately (B)(6) 2015, rv pacing impedance rose to 874 ohms up from a trend in the [ ]-[ ] ohm range. Rv lead integrity warning occurred on b)(6) 2015 for sensing integrity counter greater than 30 in 3 days and 2 or more high rate nst episodes. Concomitant medical products: ICD (B)(6) 2015. (B)(4).

Event description:
It was reported that lead integrity alert (lia) triggered, and patient presented to healthcare facility. Patient experienced discomfort and unstable pulse rate since lia. Device interrogation revealed marker for oversensing in the rv, noise was confirmed, and high short interval counts (sic). It was also reported no sensed r-wave, and high impedance. The lead trend was checked and there was a tendency to increase only in the latest rv in bipolar configuration. The polarity was then changed to tip-coil, which resolved noise. Fracture on the anode side of the lead was suspected. Despite the intervention, the rv lead is fractured and therefore early lead revision recommended. The rv lead remained in use, and patient scheduled for follow up visit. No patient complication's have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.